Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (service code 110) was confirmed due to a shorted q2 component on the computer/analog pca board. The monitor did not pass incoming testing. The root cause of the shorted q2 capacitor cannot be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110.